Event description:
Baxter reported that transfer set came apart at the plastic to white luer lock connection. The set had been in user since 09/2005. Although prophylactic antibiotics were administered (cipro 500 mg x 5 days), the patient did not contract peritonitis and is in stable condition.